Event description:
It was reported the patient's exact overdose symptoms were severe muscle weakness, nausea, drowsiness and weak breathing. The patient was admitted to the "itu". The event did not result in permanent impairment to the patient.

Event description:
It was reported the pump was implanted on the date of this report. The pump was implanted with a volume of 19 milliliter (ml) of compounded baclofen (3000 microgram/ml) with a dose set to 400 mcg/day. The priming volume was 0.421ml (0.199 (pump catheter volume) + 0.222 (catheter volume)) and this took 26 minutes to infuse. After 26 minutes, the patient was given another 100 mcg as a single bolus. After the priming bolus (0.421 ml) and a single bolus (100 mcg) were given, the patient went into overdose. It was noted the patient had gone up to 800 mcg/day during their trial. The patient was set to minimum rate (18 mcg/day). It was stated the overdose was because the new pump's catheter access port (cap) was flushed/injected with baclofen (2 ml) before the catheter was connected and the system was primed. The patient recovered and was doing well. On (B)(6) 2015 at noon, the patient was given a bolus (50 mcg) and programmed to 240 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).